Event description:
It was reported that pump experienced malfunction with malfunction alarm displayed. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset steps, successfully cleared malfunction, and did not experience repeat alarm, and customer was advised to continue using pump and to call back if malfunction returned, which customer acknowledged and understood.